Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia on (B)(6) 2020 with blood glucose level of 30.2 mmol/l. Blood glucose level of customer was 31.3 mmol/l at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of reported event. Customer treated their blood glucose with insulin pump. Customer was treated at hospital with intramuscular injections or insulin injections. Customer mentioned that the infusion set had bent cannula. Customer did not alleging insulin pump for under delivery. Insulin pump will not be returned for analysis.